Event description:
During patient treatment with the model 3100a, the user could not get the oscillating driver to restart after temporarily removing the pt for re-positioning. The patient was placed on another 3100a without compromise.